Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time was reverting to the previous day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: the complaint of a date issue was reported on (B)(6)2015; according to the pump history the pump was in use until (B)(6)2016. Due to continued use, all black box data and pump history has been overwritten. The black box contains dates from (B)(6)2016 to (B)(6)2016 with no evidence of time or date issues. A time/date test was conducted with no defects found. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.